Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/25081510. (B)(4). Other device used: catalog #unknown, unknown trilogy liner, lot #unknown. Catalog #unknown, unknown trilogy shell, lot #unknown. This report will be amended when our investigation is complete.

Event description:
It is reported that one patient experienced a deep infection.

Manufacturer narrative:
The devices were not returned for review, therefore their conditions cannot be described. The device history records could not be reviewed as the item/lot numbers are unknown. The devices were used in treatment. No applicable patient history is available for review. Compatibility of the devices is unknown. A complaint history review could not be performed with the lack of identifying product information. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore it is not suspected that any zimmer product caused or contributed to any infection. With the information provided, a definitive root cause cannot be stated.

Manufacturer narrative:
Other device used: catalog #unk, unknown zimtron head, lot #unk. A device history review is not required as the complaint event is not against a specific feature or device, and in addition the item/lot numbers are unknown. A complaint history search could not be performed due to the lack of identifying product information. A subsequent product compatibility check determined that the zimtron heads are not compatible with mayo stems. Zimmer has not confirmed the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. However, this incompatibility does not have bearing on the reported event.